Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found out that the patient pumps did not start when activated. Both pumps have been replaced in order to fix the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received report a heater-cooler system 3t displayed two error codes on the patient side during priming. There was no patient involvement.